Event description:
It was reported that during a laparoscopic hemi colectomy procedure, when using the device, the staples were formed incompletely, so the partial leakage occurred. The surgeon had to suture the leaking part. There was no fatal effect for the pt, but the surgeon had to spend additional ten minutes for the surgery. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.